Event description:
The medical deivce is mislabeled. The product contains 0.4mm dia x 2mm long not 0.3mm dia x 2mm long as indicated on the label. We have 6 boxes containing 240 plugs with the same lot number.